Event description:
Review of manufacturing records confirmed that the generator and lead passed all functional tests prior to distribution. The physician reported that there was a lot of scarring around the ¿attachment site of the vagus nerve and the lead¿. The physician stated that therefore the lead was replaced.

Event description:
On (B)(6) 2012 it was reported that the vns patient showed high impedance that morning during diagnostic testing. The patient was referred for neck and chest x-rays to look for a lead fracture. There was no obvious direct injury to the device reported, although the patient fell onto someone recently in a seizure and hurt her chin slightly. The patient's output current was decreased by 0.25ma and was then disabled on (B)(6) 2012 due to the high impedance. A battery life calculation was performed which showed 2.75 years remaining until eri=yes. It was later reported that the x-rays were reviewed and they did not show an obvious lead discontinuity. It was unknown if the lead pin was fully inserted into the header of the generator. It was also reported that prior to the high impedance message, the previous norm mode diagnostics in (B)(6) 2012 showed a dcdc of 5 and the patient's settings at that time were output=2.25ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=5min. The patient was referred for revision surgery. Although surgery is likely it has not occurred to date.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6) 2013 when product analysis was completed on the explanted generator. The device performed according to functional specifications and there was no abnormal performance or any other type of adverse condition found.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator and lead passed all functional tests prior to distribution.

Event description:
Additional information was received on (B)(4) 2013 when it was discovered that the patient had undergone surgery on (B)(6) 2013. The explanted generator was returned to the manufacturer on (B)(4) 2013 for product analysis. It was unknown if the leads were replaced as well. Product analysis is still underway and has not yet been completed.

Event description:
An implant card received on (B)(6) 2014 indicated that this vns patient underwent full revision on (B)(6) 2013 due to high impedance. Post-operative impedance was within normal limits at 1496 ohms.